Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red irritated pimples underneath the rear therapy electrode pads. The patient was provided with a cream in the hospital. Follow-up indicated that the irritation had improved.